Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the instructions for use (IFU) sections which state: -operation manual chapter 3 preparation and inspection shows how to detect the event. - reprocessing manual 5.4 manually cleaning the endoscope and accessories shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the following: bending section cover or distal sheath glues worn out, light guide lens cracked, lenses glues worn out, insertion tube wrinkled and scratched, and bending angulations out of specifications. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer returned to olympus the evis exera ii duodenovideoscope for the annual inspection/maintenance without any complaint. There were no reports of patient or user harm associated with this event.   During device evaluation at olympus, it was found there was foreign material on a groove of the distal end. The unidentified foreign material seemed to be organic, could not be removed, and was found behind the forceps raiser. The report is being submitted due to foreign material in the scope found during evaluation.